Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert/notification settings issue occurred. The day of the event, (B)(6) 2026, the cgm reading was 40 mg/dl, but no alert sounded. The patient experienced feeling weak with tingling sensations. The patient did not take any medication and did not have a manual blood glucose meter at home. His wife called an ambulance, when a fingerstick was taken, the blood glucose reading was in the mid 40 to 50 mg/dl range. No specific cgm reading was reported from that moment, but the cgm reading was ¿fairly close¿. The patient was treated with intravenous glucose and was taken to the hospital. At the hospital the patient was admitted into the ICU. At that time, the blood glucose reading was still in the mid 50 mg/dl range, while the cgm reading was 42 mg/dl. Intravenous treatment was continued and the patient was eventually discharged after 2 days. The patient reported feeling better after the event. He met with his primary doctor, who adjusted his insulin use and advised him to check his blood glucose levels 2 hours after meals instead of at mealtime. He was also instructed to eat 6 small snacks throughout the day instead of large meals. No additional injury, medication or treatment was reported. During the even the urgent low alert was set to 55 mg/dl, and the low alert was set to 70 mg/dl. At the time of the report the patient was stable. No product or data was provided for investigation. The allegation and the probable cause cannot be determined. No additional patient or event information is available.